Event description:
A malfunction was reported on the customer's insulin pump, identified by malfunction code malf 12. There was no adverse impact on the customer¿s blood glucose level. The customer was advised by technical support to use multiple daily injections as backup therapy while a replacement pump was sent. Instructions were provided for putting the defective pump into storage mode and returning it to tandem. The replacement pump will have updated software, and training will be available through the customer's tandem source account.